Manufacturer narrative:
A ge oec service representative investigated the issue and re-strapped the isolation transformer and replaced the power control pcb to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to the issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had uncommanded reboot issues.